Event description:
The patient called to report that the right ventricular (rv) lead had a positioning problem. Follow-up was conducted and from the information that was obtained from the clinic it was reported that the lead had high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, implanted: (B)(6) 2004. (B)(4).